Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached between 380 mg/dl and 400 mg/dl while wearing the pod between 24 and 36 hours. After realizing elevated bg levels, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Patient also had bleeding at the thumb when he poked the needle.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. During investigation, damage was observed to the distal tip of the soft cannula and the hard cannula was found to be bent. Despite the damage to these components, fluid was able to flow through the entire fluid path. It could not be determined when or how this damage occurred. The download data from the device contains no hazard alarms, timeouts, or drive stalls indicating there was no struggle to deliver insulin.